Event description:
While a physician was troubleshooting high impedance measurements, a set screw became stripped, and an alternate device had to be used. One bi-polar pair with impedance greater than 4000 ohms was noted. The pt was however getting good motor response on all unipolar contacts. No further info was reported. Additional info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).